Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is receiving therapy from the device and no further action is planned.

Event description:
It was reported that the patient was doing much better with improved tremor and motor control overall with the new implantable neuro stimulator (ins). However, the ins was draining more quickly possibly due to short, but not including that configuration did not provide as much tremor benefit. The diagnosis was high impedance. Device interrogation showed chronic possible short in contacts 0 and 1 on the left brain lead that was possibly the cause of faster draining battery and incomplete tremor control on the right. Contacts 0 and 1 seemed to be shorted by tissue or other cause due to impedance <(><<)>100 ohms between them. The patient may need a rechargeable cell ins on next replacement. They could consider lead revision down the road, but not right now. No actions were taken. The issue was unresolved with no further action planned. Additional information was received: it was reported that only high impedance were reported and ae etiology was determined to be ¿due to programming¿. Site also replied ¿possible short causing battery to drain rapidly, have to use those contacts to get benefit. Unknown if it is due to tissue or one of the implanted devices. Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller was at a case for a normal ins replacement. When the impedances were tested before the case they found the value for electrode pair 0/1 was 61ohms. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_lead lot# va28sce serial# (B)(6): product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.